Event description:
Baxter affiliate reports one incident of a pt death which occurred after a morning dialysis treatment. Pt complained of suffocation, chest pressure and general sickness at 1p.m. At home pt's condition deteriorated so pt went to the clinic. Pt died upon arrival at 5 p.m. No further info available.

Event description:
Baxter affiliate reports one incident of a pt death occurring two hours into the hemodialysis treatment. No further info available.